Event description:
Boston scientific (bsc) crm received information that this dextrus atrial lead had dislodged twice. The lead was explanted and replaced during the second revision procedure. Despite good measurements, there was noise observed during the procedure. No adverse patient effects were reported.